Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m157 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m157 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit was not returned. Evaluation of the customer provided photographs verify the pto leak as blood is visible on the pump deck near the blood filter and blue stripe pump loop tubing. The exact location of the leak could not be determined based on the photographs. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause of the pto leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 21-oct-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak on the pump deck when approximately 100ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.